Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital for syncope. Boston scientific technical services reviewed device data and noted two stored non sustained ventricular tachycardia events that appeared to be atrial driven, however they did not correlate to the time of the patient reported symptoms. It was also noted that the patient's presenting electrogram (egm) had many premature atrial contractions and premature ventricular contractions. At this time, the device remains in service. No additional adverse patient effects were reported.